Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level dropped to 32 mg/dl. The customer also reported a blood glucose of 132 mg/dl. Customer also reported that the insulin pump had that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer noticed an issue with the audio for approximately one month prior to calling in. The customer also reported that the device did not alarm. Details regarding symptoms or treatment of their low blood glucose levels were not provided. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
The information that was provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).